Event description:
Stryker suction irrigator motor continued running after device was unplugged from suction. Device became very hot and was leaking fluid that appeared to be saline. Scrub tech and nurse had to take batteries out of device in order for the motor to stop running.